Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the septum, interrupting insulin delivery. Customer¿s blood glucose was 625 mg/dl with high ketones. A manual insulin injection was administered to address bg level. Customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support and confirmed the pump was functioning as intended.